Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter phone number: (B)(6). Investigation summary: the complaint device was received and evaluated. Visual inspection revealed that the needle was bent. The stop tube was disassembled by the investigator to evaluate the silicone sleeve, stop tube, and both implants. The silicone sleeve was intact with no anomalies. Both implants were linked together with the suture. The pusher rod was evaluated, via functional testing the trigger was pulled. A click was heard, indicating the pusher rod by itself was functional. The complaint cannot be confirmed. A possible root cause could be the needle had hit the hard surface which caused the needle to bend. The potential cause for this issue is not related to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate via email that during an unknown procedure, when opening the truespan 24 degree peek the nozzle was out its lodge. It was not possible to use it. The procedure was completed using another device. No patient consequence was reported, however there was a surgical delay reported. No additional information was provided.